Event description:
A coronary stent with delivery system was remounted onto another MFR's balloon catheter. While attempting to advance the modified sds to the target lesion site in the pt's circumflex artery, the stent became dislodged from the balloon catheter. The sds was withdrawn without complication and another balloon catheter was used to successfully deploy the stent proximal to the target lesion site. There were no clinical sequelae reported relative to this event.